Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported compact plus blood glucose results of 17 mg/dl and 118 mg/dl within 10 minutes. Caller reported same system blood glucose results of 30 mg/dl, and 90 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.